Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead underwent an ablation procedure. At that time, the local field representative (fr) noted that there was farfield oversensing on the lead. The fr performed an threshold test and capture was unable to be obtained. It was determined that the lead had dislodged and had pulled back into the coronary sinus. The physician believed the lead dislodged during open heart surgery that the patient had in (B)(6) 2011. The physician elected not to perform a lead revision procedure. The lead remains in service. There were no adverse pt effects.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.